Event description:
Patient receiving IV etoposide when family member noticed dripping from the tubing that was on the outside of the line. This rn confirmed leak and pump stopped, pharmacy notified. Manufacturer response for IV tubing, (brand not provided) (per site reporter).